Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown spacer. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Further information will not be made available per hospital and surgeon policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Primary done in 2002 and in 2013. Doctor revised to thicker spacer.